Event description:
It was reported to boston scientific corporation that an overstitch 2-0 polypropylene suture was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, the suture broke. The procedure was completed with a new suture. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0401 is being used to capture the reportable event of suture break.